Event description:
Customer reported a leak when using the coulter® lh 750 hematology analyzer. The leak was described as a blue fluid leak of approximately 10-20 ml from the instrument during startup and sample processing. The leak was not contained. There were differential failures initially on startup and intermittent differential voteouts (a non-numeric error condition) on patient samples. The operator was wearing a lab coat, eye protection, and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer found and was able to replace disconnected tubing at ft156. On (B)(6) 2014, the field service engineer (fse) evaluated the instrument and found the customer had resolved the leak prior to his arrival and did not find an active leak or the error condition of differential voteouts. However; he found that vacuum chamber (vc26) was not draining during the cycle of startup. He found that the fitting for the drain assist pathway on the vacuum chamber was occluded with buildup. He cleared the buildup and verified proper draining of the chamber while cycling the instrument. (B)(4).